Event description:
It was reported that the patient had a car accident sometime last week and came into the pain clinic on the day of report. The healthcare professional ordered both a cervical and thoracic MRI which showed that the both leads had moved ¿down a bit¿ based on the implant x-rays. It was noted that the patient had a cervical lead for their left arm and a thoracic lead for leg pain. A lead revision was then performed on (B)(6) 2015. It was noted that both anchors were still in place and grasping the leads. Both leads were then replaced although it was reported that there were no product issues whatsoever. Intraoperative testing confirmed great coverage for the patient. The patient was extremely happy and stated that this was the best coverage they have ever had. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product: ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).